Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colorectal procedure, they tried to fire the reload but it did not fire any staples. They used another instrument to complete the case. No patient injury.